Event description:
It was reported that (2) devices were used during a laparoscopic nissen. It was reported by the rep that the lcsc5 solid toned during the case. The test tip was applied to confirm blade failure. A new blade was pulled and the same thing happened. A 3rd blade was pulled to complete the case. There was no consequence to the patient.